Manufacturer narrative:
Returned device was received in poor physical condition. The drain fitting was rusted, enclosure was cracked by the drain fitting and water tank cover causing leaks. During the evaluation of the device, the cracked enclosure by the drain fitting and water tank cover were found to have caused the customer's initial complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was leaking from the reservoir tank cover. No adverse events were reported.